Event description:
Event description guidant received information that this flextend lead was exhibiting loss of ventricular capture four days post implant. Duiring repositioning attempts, the lead would not fixate to the cardiac tissue and could not be retracted. It was explanted and replaced without further incident.